Event description:
The pump was returned for investigation. Investigation revealed that the display lens was missing and the display screen damaged and cracked in multiple places. The display was blank when the pump was powered on. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display lens was missing. The display screen was damaged and cracked in multiple places and blank when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.